Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the balloon catheter was inserted into the sheath, strong resistance was noted. The valve was suspected to be broken. The sheath was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.